Event description:
It was reported that revision surgery was performed due to pain and an adverse reaction to metal debris.

Event description:
It was reported that revision surgery was performed due to pain.